Event description:
It was reported that during a labrum refixation the three anchors tore out the thread construct during the blocking mechanism. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon evaluation, it was noted that the driver, suture, and loop had no problem. Functional testing found that the loop and suture were able to be converted. No problem found.